Event description:
Healthcare professional reported "capsular contracture, baker grade unknown, exchange from textured to smooth due the concern with the product and rupture" diagnosed via mammogram and ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2012 provided. Continued e1 -- alternate phone number: (B)(6). Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.